Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend, and retract. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead had low impedance. The rv lead had a lead warning for the low impedance. Both leads were capped and replaced. It was also reported that during the revision, there was an attempted not used right atrial (ra) lead. It was indicated that the lead continued to get stuck, so it was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.